Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ on a patient with a small atrium. A mitraclip xtw was inserted and deployed on the mitral valve. However, after pulling the release pin, the clip opened from 10-20 degrees to roughly 60 degrees. To stabilize the clip, two clips were implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.